Event description:
It was reported that a shaft break occurred. The patient presented with acute coronary syndrome following left trans tibial amputation. This 3.50 x 20mm synergy drug eluting stent was selected, during advancement the catheter carrying the stent broke approximately 13 cm from its proximal end. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the lesion was moderately calcified without a significant bend. The lesion was predilated with a 4.0mm balloon catheter. The shaft break occurred inside the patient and no other devices were present inside the vessel. There was also no resistance met during the procedure. No patient complications were reported and the patient status is good.

Event description:
It was reported that a shaft break occurred. The patient presented with acute coronary syndrome following left trans tibial amputation. This 3.50 x 20mm synergy drug eluting stent was selected, during advancement the catheter carrying the stent broke approximately 13 cm from its proximal end. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a shaft break occurred. The patient presented with acute coronary syndrome following left trans tibial amputation. This 3.50 x 20mm synergy drug eluting stent was selected, during advancement the catheter carrying the stent broke approximately 13 cm from its proximal end. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the lesion was moderately calcified without a significant bend. The lesion was predilated with a 4.0mm balloon catheter. The shaft break occurred inside the patient and no other devices were present inside the vessel. There was also no resistance met during the procedure. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a 3.50 x 20mm synergy xd stent delivery system (sds) device was received for analysis. An examination of the balloon identified no damage to the balloon. The stent had been deployed from the balloon and was not returned. An impression of the stent crimp was visible on the balloon surface. A visual and microscopic examination of the bumper tip showed no signs of damage. The device was received in two sections as a result of a break in the hypotube. The break was located at 20.5cm distal to strain relief. Both sections of the hypotube were kinked at various locations along their lengths. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Device evaluated by manufacturer: a 3.50 x 20mm synergy xd stent delivery system (sds) device was received for analysis. An examination of the balloon identified no damage to the balloon. The stent had been deployed from the balloon and was not returned. An impression of the stent crimp was visible on the balloon surface. A visual and microscopic examination of the bumper tip showed no signs of damage. The device was received in two sections as a result of a break in the hypotube. The break was located at 20.5cm distal to strain relief. Both sections of the hypotube were kinked at various locations along their lengths. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. The patient presented with acute coronary syndrome following left trans tibial amputation. This 3.50 x 20mm synergy drug eluting stent was selected, during advancement the catheter carrying the stent broke approximately 13 cm from its proximal end. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the lesion was moderately calcified without a significant bend. The lesion was predilated with a 4.0mm balloon catheter. The shaft break occurred inside the patient and no other devices were present inside the vessel. There was also no resistance met during the procedure. No patient complications were reported and the patient status is good. It was further reported that the stent moved on the balloon upon removal. The balloon was subjected to positive pressure and the stent progresses only very rarely in a coronary without a push on the part of the operator.